Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The hcp reported that the patient was overdosing and they needed to turn the pump down or off. The hcp stated that they had administered narcan and the patient responded to it. Technical services provided contact information for the national answering service (nas) to get in touch with the local representative (rep).